Event description:
It was reported that the ventilator generated an alarm for unknown reasons. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The fse could not duplicate the reported event. The ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported alarms has not been determined.

Event description:
Manufacturer ref.#: (B)(4).